Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens (icl) lens tore/broke during injection/delivery into the eye. Elevated iop was observed. Medication was provided. The lens was intraoperatively implanted, removed, and replaced. The problem was resolved. Cause of the event was the device.